Event description:
It was reported that during an attempt to deploy the coil; the physician observed that the coil was broken. There were no clinical consequence to the patient.

Event description:
It was reported that during an attempt to deploy the coil; the physician observed that the coil was broken. There were no clinical consequence to the patient.

Manufacturer narrative:
The subject device is not available; therefore, analysis cannot be performed. The directions for use (dfu) cautions that "if coil repositioning is necessary, verify under fluoroscopy that the coil moves with a one-to-one motion. If the coil does not move with a one-to-one motion or movement is difficult, the coil may have stretched and could possibly migrate or break." Based on information available, it is possible that procedural factors could have limited the performance of the device during the procedure. Therefore a root cause of operational context has been assigned to this event.